Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the old remote monitor used to shock the patient when transmission would be done from home. The patient was educated that the new remote monitors no longer need to be plugged into telephone and are safer and newer model. The remote monitor was replaced. No patient complications have been reported as a result of this event.